Event description:
Customer's mother called reporting no delivery alarms on her son's replacement insulin pump. Customer's blood glucose was 598 mg/dl. He treated with manual injections. Customer was able to program the replacement insulin pump last night. This morning when he woke up, the device was alarming no delivery. During the fixed prime, the insulin pump alarmed no delivery at 3.1 units. Insulin exited when manually pushed with a plunger. The insulin pump was rewound with the reservoir and it alarmed at 2.3 units of a 5 unit manual prime. Customer changed infusion sets and the issue was resolved. Insulin exited during the manual prime. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.